Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill tubing process began without the user initiating the process. Reportedly, the customer immediately stopped the fill tubing process but 22 units of insulin was delivered to the customer. Customer immediately ate food to counteract the insulin dosage. Blood glucose levels were not impacted. Tandem technical support reviewed pump data which showed that the user unlocked the pump, stopped insulin delivery, and minutes after, the fill tubing process was initiated. Customer acknowledged this information and had no further questions.